Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of an off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the problem persisted after multiple battery changes and new battery cap. The customer mentioned that the pump turned off and she cannot turn it on again. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No off no power anomalies were noted. The pump passed the self test, unexpected restart error, rewind, basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. The pump was received with minor scratches on the lcd window.